Event description:
An administrator reported particles coming from the tip of a polymer I/a tip during a procedure. There were gray and black particles flaking off the knob of the tip as well as coming out of the tip. The surgeon used forceps to remove the particles, but they could not confirm if all of the particles had been removed. There was not pt harm reported.

Manufacturer narrative:
No polymer I/a tip sample was received for evaluation for "particles coming from polymer I/a tip." Three component lot numbers were identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. The product was released according to the manufacturer's acceptance criteria. The root cause for "particles coming from polymer I/a tip" cannot be determined from this evaluation. All polymer I/a tips are 100% visually inspected by trained operators at the end of the mfg process prior to release of the product. (B)(4).